Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and was not cleaning the pump vents. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and educated the customer on cleaning the pump vents. To address these events, the customer changed the infusion set and cartridge and resumed insulin.